Event description:
The device operator reportedly observed the electro-cardiographic artifact on the monitor screen during pt use. There was no adverse effects to the pt as a result of the reported event.